Event description:
While repositioning l subclavian catheter, (surgeon) withdrew the catheter and noted not all the catheter was intact. Or team called and patient returned to or to retrieve remaining piece of catheter.